Event description:
It was reported that pump screen was scratched. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance or inquiry, so technical support did not obtain additional details, did not perform troubleshooting, and closed event with no further action.